Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 07/01/2016. The fse found sticking pinch valves pv20 and pv21 pilot actuators. He replaced pv20 and pv 21 to address the issue. He also replaced the blood sampling valve (bsv) which fixed the partial aspiration errors. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer observed partial aspiration errors from a coulter lh 500 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.